Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from (B)(6). Confirmed revision of pinnacle/corail implants due to high levels of cobalt and chromium, and fluid around the left hip joint. Implanted in (B)(6) 2008. Revision date confirmed as (B)(6) 2011. Update oct 18, 2017: additional information received. Updated product information. This complaint was updated on: nov 7, 2017.